Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Reference MFR # 3010617000-2017-01107, (B)(4) quattro catheter.

Event description:
It was reported that patient started ivtm treatment with a quattro catheter on (B)(6) 2017 without any difficulty. The patient had severe bradycardia during insertion that resolved on its own. On (B)(6) 2017, the customer contacted zoll clinical specialist at 0813 since the patient was not rewarming after 24 hours. The customer replaced the suk and thermagard console. Rewarming of the patient was resumed. The customer contacted the clinical specialist a second time at 1530 as the saline bag was found empty and catheter site was leaking clear fluid. The customer replaced the catheter. A 2nd catheter was inserted without difficulty and the patient again had transient bradycardia with insertion that resolved on its own. During suturing of the 2nd quattro catheter into the skin, the patient went into ventricular fibrillation arrest, coded and expired later that evening. Based on the autopsy, quattro catheter and temperature management therapy did not contribute to the patient death.